Manufacturer narrative:
(B)(4). The following information has been added from the device evaluation findings conducted by (B)(4), hoya quality assurance, on 25-feb-2016, which noted that: the complaint product was not returned; therefore, visual inspection of the product could not be performed. Customer stated that haptic was broken right after intraocular lens implantation. No abnormalities were found in production and inspection records of the product. The exact root cause was not determined. However, from the investigation, it is believed that this issue is not product related.

Event description:
Doctor noted that the haptic had broken off after being implanted. Lens was explanted.

Manufacturer narrative:
This issue is being considered a malfunction of the device and is MDR reportable. Upon device return, product will be analyzed to determine root cause of broken haptic right after implantation. Once the product investigation is complete, a follow up report will be submitted to FDA. Device not yet returned by customer.

Event description:
Doctor noted that the haptic had broken off after being implanted. Lens was explanted.